Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 08 (motor controller fault detected) error message" was confirmed based on the analysis of archive data and during functional testing. The reported complaint of "the autopulse platform displayed user advisory (ua) 02 (compression tracking error) and fault code 16 (timeout moving to take-up position) error messages" was confirmed based on the analysis of archive data. The investigation found the cause for the reported error messages was a defective drivetrain motor due to a defective component. Visual inspection was performed and unrelated to the reported complaint found a cracked front enclosure and bent battery lock, likely as a result of damage sustained due to mishandling such as a drop. The cracked front enclosure and the battery lock were replaced to address the issue. The initial functional testing of the platform could not be performed due to fault code 08 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the drive train motor was replaced. The reported user advisory (ua) 02 and fault code 16 could not be replicated during the functional testing. A review of the platform archive data was performed and it showed user advisory (ua) 02, fault code 08, and fault code 16 occurred around the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error), fault code 08 (motor controller fault detected), and fault code 16 (timeout moving to take-up position) error messages. No patient involvement.